Manufacturer narrative:
H3, h6: the device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms this case reports the patient underwent a revision surgery due to infection, pain, swelling and pyrexia. Per email communication, the requested x-rays and surgical reports are not available. Therefore, the patient impact beyond the revision cannot be determined. No further clinical assessment is warranted at this time. Should clinically relevant documentation become available, the clinical/medical task may be re-evaluated. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction or loss of sterility. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that the patient underwent revision surgery due to infection, pain, swelling and pyrexia. During the surgery the surgeon removed the tibial component.